Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a pump a vs. B volume error alarm during treatment prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the left bubble on cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient rebooted the cycler and cancelled treatment. The patient was advised to wait before using the cycler again. Upon follow up, the pd registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed that through treatment data the patient has resumed treatment on the cycler the following day performing a stat drain and has continued using the cycler without any further issues. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a pump a vs. B volume error alarm during treatment prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the left bubble on cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient rebooted the cycler and cancelled treatment. The patient was advised to wait before using the cycler again. Upon follow up, the pd registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed that through treatment data the patient has resumed treatment on the cycler the following day performing a stat drain and has continued using the cycler without any further issues. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation.